Event description:
Device issue: balloon rupture. Time of device issue: during pre-dilatation. Adverse event: none. It was reported that a non-abbott balloon catheter pre-dilated the target lesion in the mildly tortuous, mildly calcified rca. A 3.0x18 promus stent was deployed in the lesion successfully. Post dilatation was performed using a 3.25x15 voyager nc balloon catheter and was inflated twice at 16 atmospheres (atms); however, the balloon ruptured at 18 atms. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors, if the balloon experiences mechanical damage at some point during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. There does not appear to be any indication of a product quality deficiency. A definitive cause for the balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during manufacturing and sampling of units are tested to rbp.